Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On (B)(6) 2010, the pump was programmed to deliver morphine 1mg/dl in the pca only mode with a 1mg pca dose, a 10 minute pt lockout, and a 25mg four hour dose limit. The customer contact reported at an unspecified time, the pump was unplugged from ac power while the pt went to the bathroom. While operating on dc power, the pt pendant was pressed. At this time, the pt noted the pump did not sound a beep indicating the button had been pressed and a dose was not delivered. The nurse noted the pump had powered off. The pump was powered back on and the settings were retained. Therapy was resumed using the same pump. After an unspecified length of time, the pump was unplugged from ac power while the pt went for a walk in the hall with a physical therapist. During that time, the pt pendant was pressed. The pt noted the pump did not sound a beep indicating the button had been pressed. At an unspecified time, the nurse went into the pt's room and noted the pump was plugged into ac power, but the display was blank. The customer contact reported the pump was turned off and on and the settings were retained. The pt reported to nurse that she "didn't think the pump was working." The pt reported a pain level of about 5 and was given morphine 3mg IV push. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact reported that she "cannot say pump powered itself off. It seemed to go into reserve mode." Though requested, no additional info was provided.

Event description:
Caller reported blood glucose results of 456 mg/dl and 93 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.